Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pain in the medial joint [arthralgia]. Edema up to the foot [oedema peripheral]. Case description: spontaneous report received on (B) (6) 2008 from a physician regarding a (B) (6) female patient, (B) (6). Concomitant medications reported include caltrate d, glucosamine, vitamin c and senokot. The patient began receiving synvisc once a year in an unknown location beginning in 2006. The patient's third synvisc treatment was to occur or occurred in 2008. On an unknown date, the patient presented with disabling pain in the medial joint (unknown which medial joint) for 4 to 8 days and "edema up to the foot". The edema was treated with lasix on an unknown date. The physician indicated that the adverse events were persistent or caused significant disability/incapacity. Qa investigation summary was received on 03/19/2008. The production and quality control documentation for lot# p07201 and n0715 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. (B) (4).

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# p07201 and n0715 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. Additional lot code: n0715.